Manufacturer narrative:
(B)(4). The insulin pump had cracks on the case at the display window corners, battery tube threads, and case at reservoir tube window corner. There were minor scratches on the display window. The reservoir tube lip was completely broken off and the test reservoir will not lock/click in place. The pump was unable to perform the displacement, basic occlusion and occlusion tests due to reservoir tube lip anomaly. Pump passed the operating currents measurement, self, unexpected restart alarm error test, prime/compromised force sensor system and excessive no delivery tests.

Event description:
Customer reported via phone call that their insulin pump was damaged. Customer reported a crack on the reservoir compartment. Blood glucose level was unknown at the time of call. The device will be returned for analysis.